Manufacturer narrative:
The stent remains implanted in the pt and is not available for evaluation. Additional information has been requested from the surgeon, but no device identifiers have been provided at this time. Hypotony is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported performing cataract surgery with implantation of the istent. At the one day postoperative visit, the pt presented with hypotony (1 mmhg) in the operative eye; at the one week visit, the iop improved to 3mmhg. The origin of the hypotony is unk. The surgeon was contacted for follow-up and reported that the hypotony resolved on its own and the pt was doing well with an iop of 10 mmhg. Additional information has been requested.